Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's health care professional reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 421 mg/dl at the time of incident. Customer stated that the insulin pump was under delivering. Customer also reported that the insulin pump had insulin flow block alarm. Customer declined for troubleshooting. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.